Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the tube is leaking. The patient was catheterized on (B)(6) and a rupture was discovered when the catheter was prefilled with saline. The leak was found before it is inserted into the patient. No other information was provided.

Event description:
It was reported the tube is leaking. The patient was catheterized on april 26 and a rupture was discovered when the catheter was prefilled with saline. The leak was found before it is inserted into the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr sl groshong catheter with inlaid stiffening stylet. A gross visual inspection of the returned unit found that a repeating pattern of holes was present between the 50cm and 51cm depth markers. The pattern was consistent with the shape of the coils of the stiffening stylet. The catheter was bisected and the inner catheter wall inspected. Further impressions were found on the inner wall. The damage was consistent with abrasion damage caused by friction between the catheter and the stylet. Such damage can occur if the stylet is not wetted prior to manipulation/removal and if the catheter is constrained during stylet removal. This complaint will be recorded for future trending and monitoring purposes.